Event description:
It was reported that the patient had right groin radiculopathy secondary to lead placement. The patient experienced a new area of pain. No signs or symptoms were noted. Diagnostic methods involved x-ray: results- leads entered epidural space on the right in the area of the l1 and l2 nerve roots date: (B)(6) 2009. Intervention involved replaced device: lead date: (B)(6) 2009. The patient outcome was noted as resolved without sequelae resolved date: (B)(6) 2009.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product typ lead product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product typ lead product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).